Manufacturer narrative:
Device manufacturing records and available programming and diagnostic history were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the vns patient underwent surgery for lead replacement due to lead discontinuity and a generator prophylactic replacement. The newly implanted system was tested and system diagnostics returned an impedance result within normal limits with 1482 ohms. Review of the available programming and diagnostic history showed normal diagnostic results through (B)(6) 2013. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. It was reported that the explanted devices are not available for return to the manufacturer.